Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with a pause episode via merlin.net. Egm was reviewed and it was determined that the episode was likely a false pause due to loss of contact. Patient was asymptomatic and will continue to be monitored.